Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after a surgery, the post-operative x-ray showed a drill tip still remaining in the patient, which wasn¿t realised during the operation. An additional surgery has been planned to remove the broken drill tip on (B)(6) 2025. Per complaint reporter there was no harm for patient, operator or third party. Update (B)(6) 20-aug: further information was received that the originally alleged device is incorrect. The alleged device is ar-3602. Description remains the same: tip broke during a latarjet procedure and that was discovered post-operatively with x-ray. Revision surgery has been performed on (B)(6).

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer provided photos noted the tip of a fibertak inserter had broken off. Refer to attachments. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use. The dfu for this device, dfu-0054-eo revision 6, warns the following: 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient.